Event description:
It was reported that the patient transmitter had received electrical damage from a power surge during an electrical storm. The unit became unresponsive and char marks were observed on the power adapter. A replacement transmitter was issued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.